Event description:
It was reported that prior to use "the packaging was cracked. 6 staplers (one full box) faced the issue. The staplers were not sterile anymore so we did not use them. The crack is located on the side of the packaging. We used another device to solve the issue". No patient involvement.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that prior to use "the packaging was cracked. 6 staplers (one full box) faced the issue. The staplers were not sterile anymore so we did not use them. The crack is located on the side of the packaging. We used another device to solve the issue". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The complaint of broken package - sterility compromised was confirmed based on the sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected and open edges at the opposite side of the packaging. The sterile barrier of the returned sample is compromised due to the packaging damage. A DHR review was performed with no evidence to suggest a manufacturing related cause. Per DHR the product visistat 35w 6/box lot # 73h2400238 was manufactured on 08/07/2024 a total of (B)(4) pieces. Lot was released on 08/20/2024. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature.